Manufacturer narrative:
Internal complaint number: (B)(4)

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient complained of increased pain and withdrawal symptoms. A catheter access port (cap) dye study was performed and catheter patency was observed. On (B)(6) 2018, the patient complained of overdose symptoms. The physician then decreased the medication in the pump. The patient is now doing fine.